Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by father that despite being given 4 corrections (rate of 1 unit per hour for 4 hours), the patient was taken to the hospital due to hyperglycemia. The patient's blood glucose levels peaked at 482 mg/dl, and remained over 250 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include loss of hunger/thirst, and patient was vomiting phlegm. Father assumed the patient had been given intravenous fluids at the hospital, and patient was kept overnight for monitoring.